Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt anatomical form was not suitable for endovascular repair because the pt's aneurysm diameter was huge (90mm), and neck length 12mm. Since the right common iliac artery was short, the physician embolized the right internal iliac artery during procedure, before placing the main body. Based on measurement, since the useful length of ipsilateral side was 28mm, which was relatively short, it was recommended to measure again during the procedure and to chose 111mm or 96mm length of main body. However, the physician did not measure and inserted the 111mm main body, then he did angiography and checked the left internal iliac artery prior to place the ipsilateral leg, so the main body ipsilateral limb was placed until the bifurcation area of left internal iliac artery, it was not enough to deploy the sealing stent of ipsilateral leg. So the physician placed the iliac leg close to the bifurcation area of internal iliac artery, but the left internal iliac artery was occluded. Finally, the physician placed the iliac leg graft until external iliac leg, then he performed the bypass procedure between left internal iliac artery and left external iliac artery. The pt is doing well, however, the pt's left internal iliac artery was occluded.

Manufacturer narrative:
(B)(4) occlusion is addressed in the IFU. Event eval: still under investigation.